Event description:
It was reported that the device triggered elective replacement indicator due to high battery impedance. The device will be replaced however remains in use for now, due to the physician wanting to wait as long as possible before the changeout. It was further noted that the device has been explanted and replaced. There were no patient complications reported as a result of this event.

Event description:
It was reported that the device triggered elective replacement indicator due to high battery impedance. The device will be replaced however remains in use for now, due to the physician wanting to wait as long as possible before the changeout. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.